Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed "system error, out of service, revert to manual CPR" was confirmed during archive data review and functional testing. The root cause of the system error was the processor board (pca) failure, likely due to failed component(s). Visual inspection of the returned autopulse platform revealed some display anomalies and garbled data in the lower part of the lcd screen. This observation was unrelated to the reported complaint, and its root cause was also attributed to the malfunctioning processor board. The platform's archive data was corrupted because of the malfunctioning processor board, but the data was still readable. The archive data showed the occurrence of system error - 132 (internal watchdog timeout) on the customer's reported event date, confirming the reported complaint. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" displayed upon powering up, confirming the reported complaint. Technical investigation revealed that the cause of the system error was the processor board failure, which was replaced to remedy the fault. Subsequently, the autopulse platform was subjected to a run-in test using the large resuscitation test fixture (lrtf) for 15 minutes, and the platform passed the test without any fault or error. Following service, the autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).

Event description:
During shift check, the loaner autopulse platform (sn (B)(6)) displayed "system error, out of service, revert to manual CPR." No patient involvement.